Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correct data: d2, d4 this report is being submitted to update additional information in section b4, b5, g3, g6, h2, and h10.

Event description:
No further event informed is available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b5, h2, and h10.

Event description:
It was reported two (2) rib plates were explanted three (3) weeks following implantation due to plate fracture and migration. The patient previously underwent an osteosynthetic stabilization of ribs six (6) through nine (9) on the left side following multiple rib fractures. Post discharge, the patient complained of pain in the affected area and CT scan revealed defects with plating system. The seventh (7th) rib plate was dislocated/migrated and the eighth (8th) rib plate was fractured. The plates were explanted without complication. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00245. Concomitant medical products: ribfix system 8 hole straight plate, part# 76-2601, lot# ni report source: (B)(6).

Event description:
It was reported two (2) rib plates were explanted three (3) weeks following implantation due to plate fracture and migration. The patient previously underwent an osteosynthetic stabilization of ribs six (6) through nine (9) following multiple rib fractures. Post discharge, the patient complained of pain in the affected area and CT scan revealed defects with plating system. The seventh (7th) rib plate was dislocated/migrated and the eighth (8th) rib plate was fractured. The plates were explanted without complication. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was not returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.